Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity.

Manufacturer narrative:
Several attempts were made to obtain more information; however, they were unsuccessful. If the additional information is received at a later date, an amended report will be filed.